Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2016-00873; 3005168196-2016-00874.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils) and a lantern delivery microcatheter (lantern). Halfway through the procedure, while a podj coil was being advanced through the lantern, it unintentionally detached inside the lantern. Therefore, the lantern containing the podj coil was removed from the patient. Towards the end of the procedure, while the physician was advancing a new podj coil through a new lantern, the podj coil unintentionally detached within the lantern. The detached podj coil was pulled out of the lantern and the procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.